Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) liquid-crystal display (lcd) was spotty with a line in the middle of the screen and the lower portion of the screen was unable to come on until the menu button was selected. It was noted that the epg failed the self-test after being turned on. During the troubleshooting steps to attempt to replicate the self-test issue, the lcd issue was noted. There was no patient involvement.